Event description:
Patient was revised to address a loose, malpositioned cup with a broken screw. Metal tissue staining was also reported.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot codes z5vbs1 and 2021714. A search of the complaint database search finds one additional reported incidents against the metal insert since its release for distribution; however, a review of the device history record did not reveal any related manufacturing anomalies. A lot specific search of the complaint database and/or DHR review for the bone screw was not possible as the lot codes were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the performed investigation, a need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.

Event description:
Patient was revised to address a loose, malpositioned cup with a broken screw. Metal tissue staining was also reported. Update: (B)(4) 2012 - litigation papers received. In addition to what was previously reported, it is now alleged that the patient suffers from pain, difficulty ambulating, popping noise, and metallosis. Date of implantation was also provided - 1/20/06. Update: (B)(4) 2012 - medical records were received from legal. Part/lot information was identified. Records are available on external hard drive if needed for further review.

Manufacturer narrative:
(B)(6) 2012 - litigation papers received. In addition to what was previously reported, it is now alleged that the aptient suffers from pain, difficulty ambulating, popping noise, and metallosis. Date of implantation was also provided. Depuy considers the investigation closed at this time.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges elevated metal ions.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.